Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed no coating peeling of the insertion section could not be determined, however, the issue was likely due to physical stress, such as rubbing or hitting insertion section, chemical stress from not reprocessing the device according as recommended in IFU, and or stress from improper storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.). The event may be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿1.4 precautions:¿ ¿this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found¿. ¿the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays may damage the endoscope or present an infection control risk.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the bronchovideoscope experienced air/water leakage from the insertion tube/bending section. The event occurred during maintence, however no patient or user harm was reported with this event. The subject device was subsequently returned to and evaluated to olympus. The evaluation discovered the connecting tube has coating peeling. This medwatch report is being submitted to capture this reportable malfunction, which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of leakage from the bending section cover, or distal sheath was confirmed. Additionally, the connection tube coating was found to be peeling off. Additional findings are as follows: a. Air leak inspection failed at the flexible insertion tube, due to a pinhole on the bending section cover, or distal sheath b. The plastic distal end cover had a scratch, c. And the angulation inspection of the up/down knob play failed, due to wear of the angle wire. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.